Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that auto push not working . Fse found that local did not correctly restore the auto push function on system after the software update. Fse reviewed the logfiles and provided guidance to the customer with setting to check in system configuration. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion 7 m20 system lost the auto-push function following device maintenance. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.